Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. Patient code 3191 captures the reportable event of surgery. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that the patient with this left ventriular (lv) lead was part of a system revision due to infection. Additional information indicates that the patient had a full system extraction due to bacteremia and reimplantation was done during the same day. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventrivular (lv) lead was part of a system revision due to infection. Additional information indicates that the patient had a full system extraction due to bacteremia and reimplantation was done during the same day. There were no additional adverse patient effects reported. The lv lead was explanted.